Event description:
Patient had a large polyp removed and the polypectomy site was large and prone to bleeding. Md instructed tech to deploy the clip, but the clip would not completely release after deployment. Replaced with another clip. Patient was not harmed.